Event description:
Patient has cassette lot4321040 - directed to quarantine cassette. Patient uses cadd legacy pump to administer IV remodulin. No interruption to patient's therapy. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we replace the cassette? No. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion. Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing.no additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown, position of the pump when an arm occur is unknown. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the cassette device available for investigation? Yes. Did we replace the cassette? Not yet. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion. Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a, is the infusion life sustaining? Yes, what is the outcome of the event? Ongoing.? Resolved?, ongoing? Reported to (B)(6) by: patient/caregiver.